Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon broken inside - vagina [foreign body in reproductive tract]. Broken inside- tampon [device breakage]. Case narrative: consumer reported via email that the tampon broke inside of her. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation on pqc(product or component; retained in body), completed on may 9,2023. An investigation is in progress for newly add a pqc(product is coming apart, in pieces, shredding) on may17,2023

Event description:
Tampon broken inside - vagina [foreign body in reproductive tract] broken inside- tampon [device breakage] case narrative: consumer reported via email that the tampon broke inside of her. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon broken inside - vagina [foreign body in reproductive tract]. Broken inside- tampon [device breakage]. Case narrative: consumer reported via email that the tampon broke inside of her. No serious injury was reported.